Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged difficulty breathing/short of breath, choking. The device was returned, and manufacturer could not confirm difficulty breathing/short of breath, choking. There was no report of patient harm or injury.